Manufacturer narrative:
(B)(4). Concomitant products: guide cath: steerable guide catheter. Other: implanted mitraclips (x2). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for a detached clip which embolized to an unintended location and remains in the vessel. It was reported that on (B)(6) 2016, the patient underwent a procedure to treat tricuspid regurgitation. Two mitraclips were implanted on the tricuspid valve. A third clip was advanced. It was thought that the leaflets were inside the clip and the clip was deployed. It was noted that the clip completely detached and moved into the right ventricle. A snare device was able to capture the detached clip; however, as the clip was retracted, the clip became caught in the vessel and could not be removed. The clip remains in the vessel. A surgical tricuspid valve replacement is planned in 3-4 weeks. No additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is being reported as unknown because it could not be confirmed which of the three clips embolized; therefore, the UDI is provided for each clip, as follows: part / lot: cds0502/ 51120u137 UDI number: (B)(4). Part / lot: cds0502/ 51120u202 UDI number: (B)(4). Part / lot: cds0502/ 51120u160 UDI number: (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history was performed for both the cds devices lots used during the procedure, as the specific device associated with the complete clip detachment could not be determined. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of embolization (mitraclip component embolization) and failure to retrieve mitraclip nt system components (foreign body in patient) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The mitraclip instructions for use states, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. All available information was investigated and the reported complete clip detachment appears to be related to the user technique/procedural circumstances of difficult visualization. The reported use error (improper or incorrect procedure or method) was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. The reported patient effects of embolism and foreign body in patient appear to be related to procedural circumstances as the clip fully detached from the leaflets. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the devices.

Event description:
Subsequent to the initial 30-day medical device report, additional information was received that two clips were deployed; however, no decrease in the tricuspid regurgitation was noted. The third mitraclip was deployed and directly after deployment, the clip detached from both leaflets. A snare device was able to capture the clip; however, during retraction, the clip caught in the hemiazygos vein and could not be removed. The patient remained stable and a tricuspid valve replacement surgery was scheduled for (B)(6) 2016. Although requested, no additional information was provided.